Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volumes were not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the v60 was removed from service, but there were not any adverse outcomes to patient care or therapy. The customer reported to the remote service engineer (rse) that the device was not providing accurate tidal volumes. The biomedical engineer (bme) advised the customer to complete pneumatics performance testing and report any tests that are out of specification. The customer informed the rse that the gas delivery system (gds) was replaced 6 months ago. The bme advised the customer that the device can be placed back into service if it passes performance verification testing (pvt). The bme placed an order for a replacement flow sensor assembly. The bme advised the rse that the device passed pvt, but the rse advised the bme that the testing does not confirm tidal volume delivery. The rse provided the customer with the quest bench form as an option to confirm that the device is operating within specifications. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not providing accurate tidal volumes and mentioned that the gas delivery system (gds) was replaced 6 months ago. The biomedical engineer (bme) recommended that the customer should complete pneumatics performance testing and report any tests that are out of specification. The bme also informed the customer that the device can be returned to service if it passes performance verification testing (pvt) and placed an order for a replacement flow sensor assembly. The bme mentioned to the remote service engineer (rse) that the device passed pvt, but the rse advised the bme that testing does not confirm tidal volume delivery. The rse therefore provided the customer with the quest bench form as an option to confirm that the device is operating within specifications. The customer sent the device to bench repair; however, bench repair was canceled. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.